Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. The customer was able to clear the alarm and rewind the insulin pump but the insulin pump failed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however, device alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin 6 on the keypad assembly. No unexpected pump error 54, pump error 42, or pump error 3 alarms noted during testing however, pump error 54, pump error 3, and pump error 42 alarms are located in the downloaded history files due to a software error.